Manufacturer narrative:
Return requested. 2 replacement louver cover hinges shipped to site 09/29/2015. No parts have been received by manufacturer for analysis. - return requested. 2 replacement cover springs shipped to site 09/29/2015. No parts have been received by manufacturer for analysis. - 09/30/2015 a medtronic representative performed an imaging system check-out, imaging modalities, cable grade and safety inspection areas passed. Mechanical test failed. Louver cover springs and brackets damaged. The medtronic representative replaced louver cover brackets and springs. System passed all testing. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site that they broke the hinge and spring on the detector positioner louver cover of their imaging system. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.